Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted on 30 may 2023. Reason for explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.